Manufacturer narrative:
According to service order# (B)(4) dated on 2019-04-10 the technician performed as follows: "1yr service, pm, calibration check, full functional test and safety check as per the service manual. All tests passed. Replaced parts: 70100.7771pump connector, 701007785tacho strobe, 70100.7754motor control board" the rpm diff error is the us term for the "runaway" error. A defective motor with a "runaway" error was already investigated in sap complaint #(B)(4). According to the investigation report ((B)(4)) the most probabale root cause for the rpm diff error is an erroneous motor tacho generator signal due to the carbon brushes (e.g. Stuck carbon brush). The reported failure "diff error message" could be confirmed. The reported failure "diff error message" did not happen during patient treatment/diagnosis. The hl20 which was used was responsible for this complaint/event. (B)(4), thus no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
In USA it was reported that the hl20 roller pump displayed the error message "diff" during service/preventive maintenance. No patient was involved, (B)(4).